Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, black rubber like material was found in the device, however, the foreign material was unable to be identified. A definitive root cause of this event was unable to be identified. The event can be detected and prevented by following the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material protruding from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the light cover glass adhesive was worn, the optical cover glass was stained, the optical cover glass adhesive was worn, the distal end cap was worn, the distal end adhesive was worn, the insertion tube was stained, and the insertion tube protector was worn. In addition, there was a missing control body identity badge, the insertion tube orientation was out of alignment, the up/down, left/right angles were not to specification, up/down and left/right angles had evident play, and the electrical safety test was not to specification. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.